Event description:
It was reported that the collimator on the 9800 system was out of alignment. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was aligned during the service call. The system was tested and found to be working as intended and put pack into service.